Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of the same code-batch. Manufactured and distributed (B)(4) units of this code batch. There are no units in our stock. Received one closed sample for analysis. Tested the knot pull tensile strength of the sample received and the result fulfills the OEM requirements. Furthermore, knot pull tensile strength results before releasing the product were 1.05 kgf in average and 0.95 kgf in minimum and fulfilled the OEM requirements. Remarks: when working with softcat® plain suture materials, great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, does not cause any crushing or crimping damage to the suture material. Final conclusion: although the result of the sample received fulfills the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: south africa. During dental procedure, dentist found the suture to be weak and brittle, snapped easily in two.